Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate shock for ventricular tachycardia (vt). However, the rhythm became supraventricular tachycardia (svt) and post shock discriminators were not enabled. Subsequently, the patient received six inappropriate shocks for the svt. The patient then went into vt again and received an appropriate shock, but the rhythm failed to terminate. The vt lasted for approximately three hours. The field representative then terminated the vt with commanded anti-tachycardia pacing (atp) and turned on post shock discriminators. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned because the reported observation was traced to the device, however, a specific cause couldn't be determined.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate shock for ventricular tachycardia (vt). However, the rhythm became supraventricular tachycardia (svt) and post shock discriminators were not enabled. Subsequently, the patient received six inappropriate shocks for the svt. The patient then went into vt again and received an appropriate shock, but the rhythm failed to terminate. The vt lasted for approximately three hours. The field representative then terminated the vt with commanded anti-tachycardia pacing (atp) and turned on post shock discriminators. This ICD remains in service. No additional adverse patient effects were reported.